Event description:
A customer reported receiving an "error-2" message from the adc device. The customer experienced symptoms described as "disturbance, tremor", seizure, and loss of consciousness. The customer was seen by a healthcare professional who provided unspecified treatment. No further details were provided as customer could not recall further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader and precision strips was reviewed. The dhrs showed the libre reader and precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here.

Event description:
A customer reported receiving an "error-2" message from the adc device. The customer experienced symptoms described as "disturbance, tremor", seizure, and loss of consciousness. The customer was seen by a healthcare professional who provided unspecified treatment. No further details were provided as customer could not recall further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-2" message from the adc device. The customer experienced symptoms described as "disturbance, tremor", seizure, and loss of consciousness. The customer was seen by a healthcare professional who provided unspecified treatment. No further details were provided as customer could not recall further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Built-in reader test was performed. The reader test was passed. Error message did not observe. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
A customer reported receiving an "error-2" message from the adc device. The customer experienced symptoms described as "disturbance, tremor", seizure, and loss of consciousness. The customer was seen by a healthcare professional who provided unspecified treatment. No further details were provided as customer could not recall further details. There was no report of death or permanent impairment associated with this event.